Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(4) 2018. It was reported that the device had not been returned, the rep was unable to get it from the hospital. It was stated that ¿the customer refused to return.¿ the information was confirmed with an hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a reset occurred on (B)(6) 2018, however it was not known whether there was a low battery log as well. The hcp believed the pump was on the list of affected pumps. They planned on replacing the pump quickly. It was later reported that a rep had the pump and it was continuing to alarm after their attempts to silence the alarm. No further issues were reported or anticipated.